Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots associated with a battery change. The battery compartment was observed to be cracked, and the battery cap had stripped threads. The pump could not maintain an electrical connection with the returned battery cap due to the cap detaching. A test cap was used to complete the investigation. The test cap was able to secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or internal damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was reported that the yellow o-ring at the battery cap was visible at the time of power interruption, and the battery cap was unable to secure onto the pump. It was also alleged that the battery cap was never replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.